Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited inappropriate programming, programming changes were suggested by technical services but it was unclear if the changes were performed.

Event description:
New information reported stated that the reprogramming changes were successfully performed. No additional information was reported.